Event description:
The customer reported a complete loss of system motorization functionality. There was no report of a pt injury or death related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rui connecting case was evaluated and a connector pin was repaired. The system was tested and found to be working as intended and returned to svc.